Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose (bg) levels have been elevated all day long and that at 3:00 pm, her pod alarmed. When she removed her pod, she checked her bgs and got a reading of 485 mg/dl so she gave herself 10 units of insulin.